Event description:
It was reported that the scorpion needle would not fire through cuff. This happened twice. The surgeon converted to an open procedure to pass stitches in the cuff. Rotator cuff procedure.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Device is not retracting the needle easily, sticking. The most likely cause of this complaint is excessive dry firing and improper cleaning. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.